Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, as part of an unspecified study, underwent bilateral breast augmentation revision with two unspecified mentor gel implants on (B)(6) 2005. Post-procedure, the patient suffered several unexplained systemic symptoms, including breast pain, all around breast tenderness, development of cough, severe chest pressure, feeling of something pressing in the chest bone, on and off rashes in different areas, fatigue, severe pressure and shortness of breath, dimpling and rippling of breast and nipples sink in when laying down. The patient's shortness of breath started a year and half ago, got worse since (B)(6) 2020, and developed into a cough since (B)(6) 2020. The patient also has breast pain and itching all over the breasts. Mammograms were normal except for adenoma. The patient also reported rashes on and off for four years, including psoriasis, hives with itching, that required oral steroids. The patient has anxiety and depression that they've had since their 20's but has gotten worse in the last three years. The patient has irritable bowl syndrome with worsening lactose intolerance and food intolerance. The patient underwent the following testings: endoscopy that rule out gastrointestinal issues, chest CT rule out pulmonary embolism, myocardial infarct testing negative, mammograms normal, and allergy testing that gave normal results. The patient also reported having right breast mass and mastitis when breastfeeding. An unspecified deflation and noticeable deformity was also indicated. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.